Manufacturer narrative:
Concomitant medical products: 1103 hvad pump, implanted: (B)(6) 2019 1125 hvad outflow graft, (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that there was undersensing on the right ventricular (rv) lead during a torsades de pointe episode. Follow up concluded no intervention was performed and the lead remains in use. No patient complications have been reported as a result of this event.